Event description:
Event description guidant received information that this pacemaker was functioning in the reset mode and as the patient had reportedly not been exposed to surgery or radiation, it was questioned whether this device was affected by recent safety communications involving this model device.